Event description:
An acute care facility reported to kci three separate occurrences of pts with a retained foreign material alleged to have been v.a.c. Foam dressing. A review of complaint data revealed only one incident had been previously reported by the facility, which was determined to have been reportable (MDR 1625774-2008-00040). There were no other complaints received previously from this facility regarding the two other alleged retained foreign materials. Kci global safety contacted the facility to obtain additional info regarding the reported event. A physician from the facility responded in 2009, stating that the two incidents were identified as non-healing wounds that when surgically explored, a foreign material alleged to be v.a.c. Foam dressing, was discovered and removed. No specific or additional info has been provided by the facility.

Manufacturer narrative:
V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."